Event description:
It was reported that the pump battery would not charge, and attempts to resolve the issue by plugging into a different wall outlet were unsuccessful. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided instructions and arranged to send a replacement charging cable and wall adapter. The replacement charging supplies did not resolve the issue. Customer continued using current pump for insulin therapy.